Event description:
A troch entry nail was implanted in 2007 to address a femoral fracture. Patient follow up in office the following month with 50% weight bearing, looked good. Second followup another month later, the proximal screw of the distal two was found to be broken. The patient had no complaints, and the doctor did not feel a need to remove at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.